Event description:
It was reported that the ltv was on a patient when the hardware fault alarm came on. Unit was swapped out with no patient harm.

Manufacturer narrative:
Identification#: (B)(4). D4: device was manufactured in 2009 and was not subject to UDI requirements and removed UDI info in d4. H3: the reported was confirmed through the events log but not duplicated during functional check. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.